Event description:
It was reported that the customer was on her way to the hospital due to high blood glucose readings. Father stated that his daughter noticed that the reservoir was empty and the piston was not hitting the back of the reservoir. Self test was performed and passed. Customer removed the reservoir and noticed that it was moist under the reservoir itself. Customer mentioned that she woke up with blood glucose readings of 521 mg/dl and throwing up. Customer's most recent blood glucose reading was 411 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.